Manufacturer narrative:
The customer¿s report that the tubing separated from the drip chamber was confirmed. Visual inspection of the set showed that the vinyl tubing was completely separated from the drip chamber outlet port. Examination under magnification showed that both sides of the vinyl tubing had no solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary due to the separation. Fluid was leaking from the separation. Dimensional analysis was performed and the tubing measured within specification. The root cause of the customer¿s report was a manufacturing issue of no solvent being applied at the junction of the vinyl tubing.

Event description:
The customer reported the set separated at the drip chamber during patient use. There was no patient harm.